Manufacturer narrative:
This report is filed april 4, 2016.

Manufacturer narrative:
This report filed (B)(6) 2016.

Event description:
Per the clinic, the device electively explanted on (B)(6) 2015 at the request of the patient. There are no plans to reimplant the patient with a new device as of the date of this report (B)(6) 2016.